Event description:
Information received indicates the casters at the foot end of the stretcher will not engage into brake.

Manufacturer narrative:
The technician replaced the broken foot brake linkage to repair the stretcher.